Event description:
It was reported that, "implants were removed due to wear. Dr reimplanted new shell, liner and head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the manufacturer. The pt decided to keep the device. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.